Manufacturer narrative:
The check of the sterilization charts for the lot # of the explanted components (femoral head: lot# 1580925; liner: lot#1680614; neck with screw: lot #1601057) did not show any anomaly. We performed a check of the sterilization charts also for the components which were not explanted, but remained in situ during the revision surgery (acetabular cup: lot #1503416; spacer: lot #1520673; stem: lot #1501616). No anomaly in the sterilization procedure emerged from the check of all the sterilization charts, confirming that all these devices were regularly sterilized before being placed on the market. No other complaints were received on these specific lot #. The sales representative present at the time of revision surgery commented that it was not possible to see any osseointegration, since the revision surgery was done one month after implantation of the devices. We asked for further information (e.g. Type of infection, responsible germ, date of onset, patient clinical history and x-rays), but it was confirmed that these information are not available. Moreover, the explanted items were discarded at the time of revision. A deep investigation was therefore not possible. Pms data: we are aware of 5 cases of revision surgery due to infection with the removal of revision femoral neck (model 7515.15.xxx) on a total of 32528 revision femoral necks sold ww since 1996 (revision rate: 0,015%). No corrective action planned for this specific case. Limacorporate will keep monitoring the market.

Event description:
Lima hip prosthesis implanted on (B)(6) 2016. The patient underwent a revision surgery on (B)(6) 2016 due to infection and pain. During the revision surgery the stem, cup, screws and spacer remained in situ. Femoral head, liner and neck were replaced with items of the same size. The event occurred in (B)(6).

Manufacturer narrative:
Germ responsible for the infection is unknown. Complaint source did not send us this info. The check of the sterilization charts for the lot # of the explanted components (femoral head: lot# 1580925; liner: lot#1680614; neck with screw: lot #1601057) did not show any anomaly. We performed a check of the sterilization charts also for the components which were not explanted, but remained in situ during the revision surgery (acetabular cup: lot #1503416; spacer: lot #1520673; stem: lot #1501616). No anomaly in the sterilization procedure emerged from the check of all the sterilization charts, all these pieces were regularly sterilized before being placed on the market. No other complaints were received on these specific lot #. We will submit a final MDR once the investigation will be concluded.

Event description:
Lima hip prosthesis implanted (B)(6) 2016. The patient underwent a revision surgery on (B)(6) 2016 due to infection and pain. During the revision surgery the stem, cup, screws and spacer remained in situ. Femoral head, liner and neck were replaced with items of the same size. The event occurred in (B)(6) .